Event description:
During a percutaneous stenting treatment procedure, removal difficulties were encountered. The physician successfully deployed an express2 stent in the left superficial femoral artery. Upon attempting to remove the delivery device, the balloon became caught in the stent. Several snares and techniques were used in an attempt to remove the balloon. There was no compromise to blood flow through the vessel at this time. During the attempts to remove the device, the hypotube broke and the pt was sent to surgery for removal of the retained segment of the device. The pt is reported to be "okay".